Event description:
Caller reported a malfunction on the pump, with no notable events occurring before the issue. There was no reported impact on the customer's blood glucose level, although the caller declined to answer if their blood glucose exceeded 500 mg/dl. The customer reverted to an alternate method of insulin therapy.